Manufacturer narrative:
The manufacturer did not receive the decive for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an as reverse system on the left side on (B)(6) 2017. A revision surgery is planned for (B)(6) 2017 with a comprehensive reverse base plate due to unknown reasons.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: lost fixation due to poor bone stock device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had an initial extremity arthroplasty on (B)(6) 2017. S subsequently, a revision surgery was planned on (B)(6) 2017. A comprehensive reverse base plate for bone loss has been requested. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Missing information has had been requested but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary: it was reported that the patient's current baseplate has lost fixation due to poor bone stock. No device or photos were received; therefore the condition of the device is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation according to the surgical technique. This is a split complaint with zimmer inc, (B)(4) with anatomical shoulder devices. The screws are only ancillary devices in this system and not specifically related to the issue reported. The main components like base plate is reported in the (B)(4) case reference number (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).